Manufacturer narrative:
As of 11/07/2017 aso has evaluated unused returned product and retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility and latex screening tests. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer stated that product caused her a rash.